Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. Unit also alarmed power loss and low battery due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electronic board, pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that, in the middle of the night, their insulin pump started alarming low battery four different times. In the morning, the insulin pump's screen was blank. The customer did not know their blood glucose. The customer stated that troubleshooting for a blank display was previously completed in the morning of this call. The customer cleaned the battery compartment and put in a battery. The insulin pump alarmed power error detected. Troubleshooting was performed. The customer stated that they do not want to reconnect the insulin pump since they took lantus. The alarm history was reviewed and there was no low battery alert prior to the replace battery now alarm. The customer got replace battery alert four times, with a low battery alert. Also, the customer received a power loss alarm. Troubleshooting was not performed as other issues were already being addressed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.